Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked. Explanted."

Manufacturer narrative:
The gav valve was manufactured in january 2018 with no deviations. The valve was sterilized by miethke and released for shipment after final inspection. The valve have a normal pressure of 10/40 cmws. The valve was inspected as article fv320t. All parameters have been inspected and approved. All parameters met specifications. During the visual inspection, no deformation or damage of the valve was detected. Next we tested the permeability of the valve. The valve was permeable and impeded. Finally we dismantled the valve. Inside the valve we have found a slight buildup of substance that looks like protein, which may have caused the suspected malfunction in the past. In our investigation, we were unable to substantiate the claim of the occlusion. The valve operates with specified tolerances. However it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past.